Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that there was no instrument malfunction during the time of the event. The ccc determined that prior to the event, the customer performed probe maintenance. The cause of the discordant ctni result is unknown. The customer successfully repeated the sample. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant ctni result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeat ctni result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ctni result.